Event description:
The pt lost a total lbs due to diet and exercise. Her skin became looser. The pump was flipping on its side. The top of the pump was poking the pt, causing pain. There were no other issues with the pump; therapy was covering the pt's pain symptoms well. The hcp revised the pocket by adding a dacron pouch and 'tacking' the pump back down. The pt outcome was reported as 'no injury'.